Manufacturer narrative:
A loaner unit was shipped to the customer while the faulty unit was returned to spacelabs healthcare canada for testing. Testing identified a faulty video card. Once the video card was replaced, no further resets were observed. The cause of the reported issue was due to a faulty video card.

Event description:
The customer reported that over a period of several weeks their xhibit central station would intermittently shut down. There was no patient or user harm associated with this event.